Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the complainant was unable to insert the catheter; as a result, the patient experienced some self-limited bleeding. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the complainant was unable to insert the catheter and as a result, the patient experienced self-limited bleeding. No medical intervention was required.

Manufacturer narrative:
Received 5 unopened magic3 catheter closed system kits. Per the visual evaluation, the hydrophilic coating was present on all of the catheters. There was no contamination on any of the catheters. There were no sharp eyelets or protrusions on the catheter shaft. There were no obvious defects noted. During functional testing, a lubricity test was conducted on the catheters. Five of the five returned samples passed the lubricity test. The catheters were able to be wiped a minimum of 10 times and the lubricious coating remained on the catheters. Per the dimensional evaluation, the outside diameter of the catheters were measured. Five of the five catheters were within specification for outside diameter. The specification for a 14fr. Male length catheter is 0.170 to 0.196 inches. The catheters measured between 0.176 to 0.186 inches. The complaint could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "intended use for urological use only. The hydrophilic intermittent catheter closed system is intended for use by patients for the purpose of bladder drainage. Preparing for catheterization carefully open the package and remove contents. Activate the catheter¿s hydrophilic coating by releasing the sterile water from the foil packet into the collection bag. A. Apply pressure to the foil packet to release the water. B. Ensure all water is released from the foil packet. Wet the catheter coating by tipping the collection bag end-to-end six or more times. This transfers the enclosed water back and forth over the catheter to fully wet the hydrophilic coating. Ensure water flows into the introducer tip to fully wet the catheter tip. Note: gloves are not necessary to maintain aseptic conditions during the procedure, but may be used for protection as necessary. Catheterization remove cap from introducer tip. Save cap for closing the bag. Slide catheter halfway into introducer tip. Prepare meatus and the surrounding area. A. Males ¿ hold the penis. If foreskin is present, pull the foreskin back to expose the meatus. Cleanse area. B. Females ¿ while holding the labia apart, expose the urethral meatus. Cleanse area. Advance introducer tip into the urethra. A. Males ¿ place the introducer tip into the urethra until the base of the introducer tip comes in contact with the meatus. B. Females ¿ spread inner labia. Place the introducer tip into the urethra until the base of the introducer tip comes in contact with the meatus. Release inner labia. With your non-dominant hand, hold introducer tip in place against meatus. With your dominant hand, grasp the catheter through the collection bag using short, repetitive motions. Continue advancing the catheter through introducer tip until the catheter reaches the bladder and urine begins to flow. Continue catheterization until urine stops flowing or until the collection bag is full. Slowly remove the catheter and introducer tip from the urethra. Using the introducer tip cap, push the catheter back into the collection bag until cap snaps securely over the introducer tip. Emptying bag open bag by tearing at its marked location. Drain urine through opening. Appropriately dispose of catheter and bag. Sterilized with irradiation. Single use. No latex used. Prescription only." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the complainant was unable to insert the catheter and as a result, the patient experienced self-limited bleeding. No medical intervention was required.